Event description:
It was reported that the cot dropped at the head end. There was pt involvement, but no adverse consequences were reported.

Manufacturer narrative:
Red release handle and torsion spring.